Event description:
The customer reported that during reprocessing, the subject device exhibited air/water flow issues, and there were internal defects of the channel. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the secondary water supply channel was clogged with foreign material. This report is being submitted for the malfunction found during evaluation foreign material in secondary water supply channel.

Manufacturer narrative:
Upon inspection and testing of the device, the foreign material found in the secondary water supply channel was a white colloid material, which was subsequently removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it is likely the foreign material was a medical adhesive. It is possible that a medical adhesive was injected via an accessory during the procedure. Then, while pulling out the accessory, the accessory was handled in a manner in which the adhesive adhered to the tip, resulting in the medical adhesive being stuck at the auxiliary water supply channel opening and remained. However; a definitive root cause could not be determined. It is unknown which accessories were used during the procedure. However; disposable needles are sometimes used with olympus products. The instructions for use of a disposable injection needle that is used with olympus products describes the following regarding proper removal of the accessory: warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. In addition, the instructions for use of the subject device states the following: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: medical glue was injected via the endo therapy accessory during the procedure. Glue adhered to the tip of the device by mishandling while withdrawing the accessories. The glue solidified and remained at auxiliary channel opening. The accessories used at the procedure were not specified. It would be a disposable injection needle, if it was a product by olympus. The instructions for use (IFU) of the needle warns on withdrawing as follows: "withdrawing the instrument from the endoscope warning: do not withdraw the instrument from the endoscope quickly. This could scatter blood, mucus, or other patient debris and pose an infection control risk. Caution: do not withdraw the instrument from the endoscope while the needle is extended. This could damage the endoscope or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope." The IFU of the subject device states that avoid aspirating solid matter or thick fluids as follows: "avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.